Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® sst¿ blood collection tube experienced foreign matter contamination noted prior to use. The following information was provided by the initial reporter: before use, the customer found 1ea tube has fm(unknown liquid) in the tube.

Event description:
It was reported that the bd vacutainer® sst¿ blood collection tube experienced foreign matter contamination noted prior to use. The following information was provided by the initial reporter: before use, the customer found 1ea. Tube has fm(unknown liquid) in the tube.

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for fm (unknown liquid) with the incident lot was observed. Evaluation/testing of the customer samples was performed and residual water in the tube was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.